Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr device. The pt was noted to have previously undergone surgery on the right groin for an a-v fistula which resulted in heavy scarring at the vessel. Resistance was encountered upon insertion of the device. The physician then dilated the arteriotomy with an 8 fr dilator. The device kinked, so it was removed and a second device was inserted. Again, resistance was met upon insertion. The physician was advised by a perclose rep to not use excessive force upon inserting the device, but he continued to do so. This force resulted in the device snapping. The device could not be removed from the pt'g groin. A vascular surgeon was called and the pt went to surgery for device removal. A graft was placed on the artery due to arterial damage. The pt has recovered without further incident.